Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. They also stated that they recalibrated the instrument and all qcs were in range and the system is currently operational. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium and chloride results between two different rp 500s. There was no report of injury due to this event.